Event description:
It was observed during central processing the pk dissecting forceps instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported complaint. Failure analysis found the instrument pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed wires were to recur could cause or contribute to an adverse event.